Event description:
Healthcare professional reported, capsular contracture, baker grade IV. "Breasts are very hard in consistency, deformities and painful to the touch. Right breast pain". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV, "breasts are very hard in consistency, deformities, and painful to the touch...right breast pain". The device has been explanted. This record relates to the right side.